Event description:
A caller reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.